Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8208729; the lot number was built / packaged on nfa line 2 from 30jul18 thru 008aug18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed five qn¿s were initiated during the build of this lot. Five qn¿s are non-related to the defect stated in the pir. Qn 200765665 (extension bond strength oos) could impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used nexiva 20ga unit from catalog number 383536, lot number 8208729. Visual/microscopic evaluation: bodily fluids in the catheter tubing and extension tubing. The extension tubing was separated from the clear port of the winged adapter. Manufacturing ¿ the manufacturing department identified the issue and took immediate corrective action on (B)(6) 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on (B)(6) 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing detached from the catheter during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing detached from the catheter during use. No serious injury or medical intervention was reported.